Manufacturer narrative:
The biomedical engineer reported that they had a gz telemetry transmitter where the waveform and heart rate disappeared, and they could only see the patient name on the central nurse's station (cns). There was no error message when this happened. They tried this telemetry transmitter on another cns and the issue follows it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the gz telemetry transmitter. Central nurse's station, model: cns-6801a, sn: (B)(4).

Event description:
The biomedical engineer reported that they had a gz telemetry transmitter where the waveform and heart rate disappeared, and they could only see the patient name on the central nurse's station (cns). There was no error message when this happened. They tried this telemetry transmitter on another cns and the issue follows it. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the waveform and heart rate disappeared on a gz telemetry transmitter. Additionally, only the patient's name was visible at the central nurse's station (cns). No error message appeared when this happened. They tested this telemetry transmitter on another cns, and the issue followed it. No patient harm or injury was reported. Investigation summary: extensive troubleshooting with nihon kohden technical support (nk ts) did not resolve the issue. The customer sent the unit in for evaluation, and they were provided with an exchange. During evaluation, nk was unable to duplicate or confirm the reported issue. The unit was tested per the gz-120/130pa operator's manual and no issues were found with the device. The unit completed 24 hours of extended testing and operated to manufacturer's specifications. Nk was unable to confirm the reported issue, as the device was returned and evaluated, and no issue was found with the device. Unfortunately, a root cause cannot be determined, as the issue is user dependent. However, the root cause is likely to be related to a lack of user education, due to a possible user related error (such as incorrect settings or incorrect setup). Variables such as incorrect settings and/or incorrect setup/patient preparation are known to cause or contribute to the reported issue. During a review of the complaint device and facility history trending, it was determined that this was an isolated incident, as this was the only complaint found for this device and facility in the past 3 (three) years. As such, a significant trend that would warrant any action and/or any corrective action was not identified. Attempt #1: on 02/15/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the additional device or patient information as requested. Additional device information: d10: concomitant medical device: the following device was being used in conjunction with the gz telemetry transmitter. Central nurse's station (cns): model: cns-6801a. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the waveform and heart rate disappeared on a gz telemetry transmitter. Additionally, only the patient's name was visible at the central nurse's station (cns). No error message appeared when this happened. No patient harm was reported.